Event description:
Complainant alleged that while powering up the device to use on a patient, the device displayed "status 66" and "status 93" messages. Complainant indicated that there was no patient involvement in the reported malfunction.